Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the reports for ordered medications were not loading for pharmacy staff. A technical support specialist (tss) remotely accessed the server, verified report configuration and data flow, and identified that the maintenance service was stopped due to a database login issue. The tss restarted the service, confirmed system processes resumed correctly, and re-ran reports, after which the ordered medication data appeared. The tss validated with the customer that reports were working and planned case closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, reports for ordered medications were not loading for pharmacy staff. The customer indicated that recent service account password changes may have contributed to the issue. As a result, pharmacy staff were unable to access medication order reports, impacting workflow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.